Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer fell and the insulin pump got damaged. It was stated that there is a crack and black ink inside the display. The blood glucose at the time of the incident was 400 mg/dl; treated with manual injection. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.